Event description:
The patient had utilized (B)(6) aligners to straighten teeth. Upon initial exam of aligners were ill fitting and a gap pf 1mm existed between the aligners and the teeth. Upon examination of the teeth, the teeth displaced significant mobility, not consistent with clear orthodontic therapy. After further exam of the occlusion, it was determined that the poor fit of the aligners was to blame for the mobility in the teeth. Without intervention at this point, the patient likely would have lost her teeth and would have likely had a resorbed alveolar ridge which would limit implant placement. The patient was unfortunately, completely unaware that any of this was not normal. The patient was instructed to discontinue (B)(6) aligners immediately and instructed that she would need her lower anterior teeth splinted. At six months, the splinting had relieved mobility in all but one tooth. The patient will be examined in (B)(6) 2019 and hopefully will have no mobility on the final remaining tooth. Without proper dentist, this will continue to happen with smile direct aligners, and quite frankly, from reviews that I have read and patient experiences, they really do not care. This patient did not achieve the smile she wanted and unfortunately, instead almost lost her teeth. To mislead consumers like this and to prescribe clear aligners without interval checks, truly ID malpractice. This case should have been completely averted by a dentist or orthodontist evaluating this patient at prescribed intervals and noting that the ¿tracking¿ of the aligner was not correct. Not having these intervals and not intervening at the correct time, allowed for bone loss and mobility of the teeth, again, malpractice. FDA safety report ID # (B)(4).